Manufacturer narrative:
As received, the device was in back-up mode (bvvi) and above elective replacement indicator (eri). The cause of the reset was found to be due to a power-on-reset (por) from excessive charging. No anomalies were found during testing.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a ventricular tachycardia storm and the device appropriately delivered many high voltage therapies. The device went into back-up operation due to the excessive amount of high voltage charges. The device was explanted and replace to resolve the event. The patient was in stable condition.